Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. The patient reported experiencing a stroke a few months later, which was diagnosed after her son noticed her speech problems. The patient reported she went to the emergency room (ER) where she was diagnosed with a stroke. The patient stated the routine follow-up transesophageal echocardiogram (tee) exam had been completed before the stroke but could not remember the results. At the time of the stroke, the patient was taking the anticoagulant medication eliquis. The patient has since received physical therapy and speech therapy and continues to take eliquis. A good faith effort was made to the bsc territory manager. The bsc territory manager contacted the watchman coordinator from the implanting site who reported that the routine 45-day post implant transesophageal echocardiography (tee) was performed on (B)(6) 2023 where a trivial amount of per-device flow seen at the shoulder of the device measuring less than 2mm in width. It did not appear to be flowing into the device. On (B)(6) 2023 the patient had computed tomography (CT) imaging performed at the ER (lodi memorial) where the stoke was diagnosed. Tenecteplase (tnk) was administered, and the patient was transferred to another site (uc davis). There was no imaging or documentation provided to the implanting site from the ER. The watchman coordinator from the implanting site spoke to the patient on (B)(6) 2025 for a two (2) year post implant follow-up. The patient reported she was back to work and still occasionally has trouble finding words, but she no longer attends speech therapy.

Manufacturer narrative:
B3 date of event: estimated as (B)(6) 2023 as that is the date the patient had the CT imaging performed for stroke symptoms.